Event description:
It was reported that during surgery once burring was completed on the femur, started on the tibia, and doctor wanted to change plan to resect more tibia. Once the plan was revised, the screen would not advance to the cut bone stage. Performed troubleshooting by backtracking the screens and calibrating the hand piece. This did not work. Exit the program and started over, then resumed the operation and the navio was able to finish the case. Delay of less than 30 minutes reported.